Event description:
It was reported that the customer had a no delivery alarm and wanted to know how to clear it. Caller was not on the account for hippa consent, and the customer was in the shower. Caller hung up. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.